Event description:
Mandatory medwatch form received from user facility that states: "pt placed on pca pump. Complained of not getting relief. Pump indicated 4hr lockout and pt only used 5cc of (25mg) but had tried 22 times to get med pump reprogrammed with 3 nurses in attendance at 4:30. Staff observed 1 mg loading dose and 1 mg pca infusing then left room. Pt's spouse called to nursing station at 6:05pm stating pt wasn't breathing. Reversal with narcan. Software version in this rental pump 2.01. Pt apparently received 93mg of ms between approx 4:30pm and 6:05pm. Transferred to critical care for observation." The customer was contacted for further info. The pump was programmed in the continuous plus pca delivery mode at 5.0mg/ml, 3.0mg 4 hr limit. It was reported that the nurse re-programmed the pump when the pt complained of inadequate pain control. At that time, there was 24.0ml in the syringe/vial (6.0ml infused). Approximately 2.5 hrs later, the pt was found non-responsive. A respiratory code was called. Narcan ivp x 3 was administered to reverse the narcotized state. The customer contact did not have any info related to narcan dosage or time frame between administrations. It was reported that at the time of the event, the syringe/vial contained 6.0ml. The pt was transferred to the ICU for monitoring and observation. The pt remained in the ICU for 24 hrs. Though requested, there was no add'l info available.